Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed, the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined, that the capacitors were compromised, due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191, captures the reportable event of surgery.

Event description:
It was reported, that this device was exhibiting premature battery depletion. The battery's longevity had decreased from (B)(6) years remaining, to (B)(6) years within approximately (B)(6) years time, with no obvious changes. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed, premature battery depletion. The power consumption of this device had been increasing, during the past year. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device currently remains implanted. This report will be updated should additional information become available.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. The longevity had decreased from 8 years remaining, to 3 years remaining within one years time. No obvious changes were observed. Data was sent to technical services for their review. After engineering reviewed the disk analysis, it was observed that the power consumption had been increasing during the past year; therefore, confirming premature battery depletion. Device replacement was recommended due to this anomaly. No adverse effects to the patient were reported.